Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have a crimp that was dislodged from wrist cable at the grip hub. As a result, the cable appeared to be broken but it was not. The cable crimp was captured inside the welded grip. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the distal clevis. The wire insulation was not damaged and the instrument passed the electrical continuity test. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.